Manufacturer narrative:
Vyaire field service representative went onsite and evaluated the device, device passing pre-checks. The oxygen cell was replaced. Oxygen cell calibration completed. Owner verification process performed. Allowed device to ventilate for approximately 1 hour at 60 percent oxygen. . About 30 minutes at 90 percent. Ventilator operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device alarmed oxygen range error while on patient on the vela ventilator. The customer reported the patient was transferred to another unit,. The customer reported there was no patient harm associated with the reported event.